Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient experienced a loss or change of therapy. ¿it doesn¿t hurt or anything,¿ but she had a lot of urinary tract infections (uti). The patient then stated not a lot, but several uti¿s. She was walking around all the time thinking she was getting a uti. It had gotten to the point that she was taking over the counter pills in case she was getting a uti because it felt like she was getting a uti. The device was not keeping the patient dry anymore. The device was providing therapeutic relief (keeping the patient dry), but not anymore. The patient was currently on program 3. Stimulation was set at 4.2, but increased stimulation to the maximum of 5.0 today, (B)(6) 2016, to see if it would help with her symptoms. She was wondering if maybe she ¿gave herself too much power.¿ stimulation was felt and therapy was on. The issues started about a week or so ago, towards the end of (B)(6) 2016.

Manufacturer narrative:
The following patient code is no longer applicable to this event:(B)(4).

Event description:
Additional information received from the patient reported that there she was on her last program - program 4 at 5.0v. Her symptoms were better but she still was using pads. She changed to program 4 on (B)(6) 2016. Therapy worked well for a few days then stopped. It was confirmed that stimulation was turned on. A day later it was reported that she had an appointment next tuesday to get re-programmed. She had urinary tract infections (uti) previous to the device implant, but had not had a uti since the device was implanted. She was taking over-the-counter pills just in case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.